Event description:
It was reported that the patient underwent spinal surgery on an unknown date and a drain was implanted. During the procedure, there was difficulty in drainage. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. Upon visual inspection, no damages or cuts were observed which could cause leakage. During the functional inspection, the drain functioned properly without leakage.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.